Manufacturer narrative:
H11: the device was received, and photographs were provided for evaluation. Visual inspection of the photos showed the product after use with no visible blood outside of the dialyzer. The possible origin of the leak in the header area was circled in the photo. The actual sample was received contaminated with blood and required disinfection prior to analysis. Functional leak testing of both the dialysate and blood side was performed with no leaks detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a polyflux 140h during hemodialysis therapy. The machine did not alarm. The device was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.